Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when add'l reportable info becomes available.

Event description:
Customer reported a loss of suction and observed a whiteness in the cornea during the phaco procedure.